Event description:
It was reported that during the left ventricular (lv) lead implant procedure, the patient experienced sudden tachycardia and required emergency rescue. The lv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.